Manufacturer narrative:
Manufacturer narrative: the customer reported that there is a communication loss from the org-9110a multi patient receiver which was displaying error lights. The unit was cleaned and evaluated and the reported problem was duplicated. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
This unit was not in use on patients at the time this issue occurred. The customer's unit was exchanged. The returned unit was evaluated and the issue was duplicated. The issue was resolved by initializing the unit and the org receiver was tested for an extended period of time. All functions were tested. The customer's device is running on their own network infrastructure instead of one provided by nihon (B)(4). Nihon's networking team is still investigating to determine if the cause is network related. Nihon's support team is working with the customer and the investigation is still in progress.

Event description:
The customer reported that there is a communication loss from the org-9110a multi patient receiver which was displaying error lights.